Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who stated that the device is providing a speaker malfunction error. The rse also later confirmed that the device was not producing any sound. The customer was requesting a replacement speaker be sent.based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty speaker. Replacement parts were ordered and shipped to the customer site to resolve the issue. The customer was taking responsibility to repair the device.